Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they cannot send a transmission. After troubleshooting their monitor with no success, a possible telemetry issue with their implantable pulse generator (ipg) was suspected. The ipg remains in use. No patient complications have been reported as a result of this event.